Event description:
It was reported that the procedure was to treat a left superficial femoral to the popliteal arteries. A 6 x 120 mm fox sv was being used to post dilate a previously placed unknown stent. After post-dilatation, the balloon deflated poorly with a poor refold and there was resistance removing it from a non-abbott guide wire. The procedure was completed at this time as the stent was well opposed to the vessel wall. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed however the deflation difficulties and balloon refold were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.